Event description:
It was reported that the patient underwent a right reverse total shoulder arthroplasty, during which a locking screw fractured while being placed, and the fragment was retained in the patient. The patient reported a retained fractured screw following the procedure. The operative note describes that the superior glenoid bone was very hard, so the surgeon initially placed one superior locking screw and then removed it. When a second locking screw was placed in the superior position, the dense bone purchase caused the screw head to snap. The surgeon left the fractured fragment in situ and placed an additional locking screw in the anterior hole to increase construct rigidity. The fracture occurred during insertion and was identified intraoperatively. A fragment of the fractured locking screw was retained in the patient as a foreign body. No revision surgery to retrieve the fragment has been reported, and the clinical impact to the patient is not known at this time. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact item and lot number of the device involved in the event is unknown. However, there are four (4) potential devices involved. These are listed below with their associated udis, dates of manufacture, and expiration dates. 180555, lot 67436598, comp lk scr 3.5hex 4.75x40 st; UDI: (B)(4), mfg date: 2025-09-02, exp date: 2035-09-02. 180555 lot 66528347 comp lk scr 3.5hex 4.75x40 st; UDI: (B)(4), mfg date: 2024-01-31, exp date: 2034-01-31. 180554 lot 67421984 comp lk scr 3.5hex 4.75x35 st; UDI: (B)(4), mfg date: 2025-10-04, exp date: 2035-10-04. 180552 lot 67674549 comp lk scr 3.5hex 4.75x25 st; UDI: (B)(4), mfg date: 2026-03-11, exp date: 2036-03-11. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.